Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that: we are writing to inform you of an issue encountered with one of your products, the ¿50ml luer lock syringe push syringe¿: reference: 300865 batch: 2603024 date of incident: 12/06/2026 number of devices affected: 1. Details of the incident: when drawing up a medicine (durvalumab, monoclonal antibody, non-cytotoxic, ready-to-use solution) with a canula, white filaments were observed in the syringe once the solution was inside. No white filaments were found in the product¿s original vial. Please confirm receipt of this email and inform us of the procedure to follow for returning the material, so that we may obtain your expert opinion.